Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. The root cause could not be determined conclusively. Diffuse lamellar keratitis is not related to the device. (B)(4).

Event description:
An optometrist reported a patient with two plus diffuse lamellar keratitis (dlk) in the left eye one day post lasik. Topical steroid drop dosage was increased and an oral steroid was prescribed.

Event description:
Upon follow up, symptoms are reported to be resolved.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).